Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with mild calcification and moderate tortuosity. Pre-dilatation was performed with a 2.5x12mm balloon, and the 2.75x48mm xience xpedition stent was implanted at 10 atmospheres (atm). After post-dilatation was performed with a 2.75x12mm non-compliant balloon at 18 atm, a proximal edge dissection was noted. A 3.0x12mm xience xpedition stent was implanted to treat the dissection. No additional information was provided.